Event description:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern.

Manufacturer narrative:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The procedure was completed with the same transducer. The field service engineer confirmed that there was no reported injury or safety concern. The transducer was replaced to resolve the issue. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. An electronic medical device report will be submitted for this image quality issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.